Event description:
Patient presented with limited motion and pain in her left knee. This patient's index surgery was done at another hospital. Dr. Removed the femoral component with minimal effort. He also decided to resurface the patella which had not been done during the index procedure. Dr. (B)(6) revised this knee with a ts femur, (2) 5mm distal augments a cemented stem and a ts insert.

Manufacturer narrative:
The following other device was also listed in this report: triathlon #4 ps insert 9mm; cat# 5532-p-409; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Further information will not be available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
This event was identified as a duplicate of (B)(4). The event was reported under 0002249697-2015-01322.

Event description:
Patient presented with limited motion and pain in her left knee. This patient's index surgery was done at another hospital. Dr. Removed the femoral component with minimal effort. He also decided to resurface the patella which had not been done during the index procedure. Dr. (B)(6) revised this knee with a ts femur, (2) 5mm distal augments a cemented stem and a ts insert. Update: this event was identified as a duplicate of (B)(4). The event was reported under 0002249697-2015-01322.